Event description:
It was reported that during a procedure to implant a stent graft inside a right forearm loop graft, the catheter broke. The procedure was done sheathless. A .035 guidewire was used. The vessel anatomy was not tortuous and there was no calcification, tight curves or bends. The doctor kept the deployment system straight during the procedure and up until it broke, there was no difficulty in advancing the system to the lesion. The system was removed and there was no injury to the pt. The procedure was completed with another device without difficulty.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The examination of the returned complaint sample confirmed that the outer sheath was completely torn off at the catheter reinforcement and heavily elongated in the area of the tear off. According to the info received, the procedure was performed without using an appropriate introducer sheath. This must have caused very high friction forces, finally resulting in the described deployment difficulties and the fracture of the outer sheath. The complaint is user-related. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The info for use (IFU) currently supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.